Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report air bubbles in the reservoir during the filling process. Blood glucose reading was 180 mg/dl. The customer was able to get the air bubbles out of the reservoir. Advised to use insulin when it is at room temperature. Nothing further reported.